Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information from the nurse in the united states of america, of peritonitis in a patient. This report of peritonitis coincided with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient had "three separate bacterial spread from peritoneum to blood stream, which caused peritonitis" on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. During a later follow up, the patient was still in the hospital. The patient was recovering from the peritonitis. No outcome was provided for the "three separate bacterial spread from peritoneum to blood stream". The nurse, declined to provide any further information but stated it was not related to hcs (home choice system) machine, disposable parts, dianeal or extraneal therapy. No further follow-up will be conducted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd892158, gd891903 and gd891770. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.